Event description:
A customer reported to olympus, during a colon procedure, the evis exera iii colonovideoscope had a blocked air/water channel. There was no error message observed as a result of the failure. The procedure was completed successfully using a replacement device. There was no report of medical intervention or patient harm associated with this event. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was identified: the nozzle was clogged with foreign material.

Manufacturer narrative:
The subject device was returned to olympus for evaluation. During inspection and testing, the allegation was confirmed. The air/water supply had restricted flow. In addition to evaluation in b5, the radio frequency identification label peeling off. There was a surface cut at the switch button 1. The plastic distal end cover had chips, scratches, and dents on the side. The object lens had old glue. The light guide lens had old glue. The bending section cover glue was cracked. The insertion tube had minor scratches. The play of the angulation knob was out of specification due to elongation of the angle wire. Reprocessing of subject device. The subject device was precleaned per procedure, washed and high-level disinfection (hld). The customer does not know what the foreign material is. There was no delay between the end of clinical use and the start of pre-cleaning. The medivator scope buddy plus did not identify a blockage when using the unit. There were no abnormalities in the accessories used for reprocessing. The air/water nozzle was flushed with a detergent solution using a scope buddy plus. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. The foreign object was unable to be identified. There was no deviation from the instructions for use (IFU) and there was no obvious physical damage to the foreign object detection area. The event can be detected/prevented by following the instructions for use which state: "inspection of the air-feeding function and the objective lens cleaning function." Olympus will continue to monitor field performance for this device.